Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon found that the tab breaker (p/n: 299704310) tip was broken during the surgery preparation (before sterilization) on (B)(6) 2018. The broken device will not be used for the surgery. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint (B)(4). UDI:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection found that the leaf spring was broken off from the body of the tap. Leaf spring was not returned to the customer quality unit. This will affect the intended use of the instrument. Visual inspection found that the weld that connects the two had been broken. The area around where the weld had broken was rough and uneven. The fractured surface shows a rough appearance across the entire surface indicating that the leaf spring underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the leaf spring breaking falling apart cannot be determined from the sample and the information provided. A potential root cause may be due to an unexpectedly high amount of force being placed on the leaf spring by moving the tab breaker from side to side to break the tab as opposed to simply backward and forward as recommended by the surgical procedure, potentially resulting in the weld breaking due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).